Manufacturer narrative:
(B)(4). Report source: (B)(6). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the ratchet was not working in handle. During follow-up attempts it was found that the event happened during surgery. No delay, no patient harm. No damage to graft. It was reported that no further information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -review of the most recent repair record determined that the ratchet would not fit properly on the damaged roller end. The bottom roll and gear were replaced and resolved the reported issue. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.